Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 43 mg/dl at the time of the incident. The customer was at 300 mg/dl after treating the low, and 167 mg/dl at the time of the call. The customer used food to treat the low. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer reported that a previous pump was dropped while they were hospitalized. The customer was having an issue where their sensor were not lasting the full 6 days. The customer has neuropathy and when they are extremely tired, they pass out and go low. The customer treats the lows with candy and soda and lets their blood glucose go up to 500 mg/dl. The insulin pump will not be returned for analysis.